Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. It was reported that the device keeps rebooting. There was unknown patient involvement; harm was not reported as a consequence of this event.